Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced drainage/infection at the ipg incision site. The site also appeared to be red. As a result, the patient was treated with antibiotics. Follow-up information revealed the patient's infection has cleared and no other intervention is planned.

Event description:
Follow-up information revealed the patient was admitted to the hospital (date unknown) due to the infection at the ipg site. The patient stated the site was leaking and it appeared that the incision was beginning to open. As such, the patient underwent surgical intervention wherein the ipg was explanted due to the infection. It was noted the patient was to be released from the hospital the following day. The patient is to be treated with a PICC line.